Event description:
Additional information was received that the noise resulting in oversensing resulted in pacing inhibition.

Event description:
During a follow-up, noise resulting in oversensing was observed on the device. Provocative testing was performed and the cause of the event was suspected to be due to a header defect. A revision procedure was performed and the device was explanted and replaced. The patient experienced dizziness and is stable.

Manufacturer narrative:
Correction: b5.

Event description:
The patient reported experiencing dizziness. Noise resulting in oversensing was observed on the device. Provocative testing was performed and the noise was reproduced. The cause of the event was suspected to be due to a header defect. A revision procedure was performed and the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of over-sensing, no pacing, defective device, and header issue were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header did not find any anomaly related to the field concern. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Sensitivity test performed at most sensitive settings found normal sensing parameters, and evaluation of output pacing parameters found no anomaly. Additional visual inspection did not find any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.